Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 442 mg/dl. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing. Customer was treated with shot and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer allege insulin pump was under delivering. Customer was not using auto mode. Customer stated lip ring was chipped and also insulin pump had crack at back of insulin pump going to battery compartment and reservoir was able to lock in place when inserted into insulin pump. Troubleshooting was performed. The insulin pump will not be returned for analysis.